Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Patient had high impedances on leads. As such, surgical intervention occurred where the extension was replaced, however, the physician could not get the leads into the adapter. As such, the extension was explanted.